Manufacturer narrative:
No unexpected weak battery alarm noted. All operating currents are within specification. Passed the self test. The low battery alarm and off no power alarm functioning properly noted. Insulin pump has intermittent button response due ot moisture damage on keypad traces. No moisture damage on electronics assembly, the motor, battery tube and vibrator assembly. Cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was over 100 mg/dl. The customer's mother stated that the customer had been swimming with the insulin pump for five to ten minutes and now experienced keypad issues. The customer removed and reinserted the battery, and the device received a weak battery alarm. Advised discontinuation of the insulin pump. Nothing further reported.